Manufacturer narrative:
The device was not returned to conmed for evaluation. Based on the received picture, this complaint is confirmed; however, the root cause of why the guidewire broke cannot be determined without examination of the actual device. In the past two-years, six complaints have been reported, three of which were confirmed, and a total of (B)(4) devices have been sold. A risk analysis was performed and this event has been escalated in order to determine if further investigation is needed. The instructions for use mitigate this failure by warning the customer, "since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip." And " carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also, inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." The customer disclosed that the age of this reusable devices was unknown. Since this incident, all old/used guidewires have been disposed of and replaced. This issue will continue to be monitored through returns and the complaint system. Device was discarded by facility.

Event description:
The distributor reported on 23-may-2017 that surgery was performed on (B)(6)2017 and that a marked guidewire was used during the procedure. Sometime after this surgery, it was determined that a portion of the guidewire had broken off and was left in the patient. A second surgery was performed on (B)(6)2017 to remove the detached "spring" portion of the guidewire. Due to required surgical intervention, this is being reported as a serious injury.